Event description:
It was reported that, "during tha, when the surgeon was inserting the exeter 2.5 I m plug, it broke. Therefore, he implanted a spare plug instead of it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.